Event description:
Device malfunction: restenosis and stent fracture. Time of malfunction/symptoms/ae: after stenting procedure. It was reported that a pt presented to the hospital with a cva/non st mi. He underwent cardiac cath and carotid angios which revealed 90% left internal carotid, 100% right internal carotid and severe 3 vessel disease; he had a CABG late 2006, and an uneventful left internal carotid artery (lica) stenting procedure on twenty four days later. A follow up ultrasound performed in 2008 confirmed lica stent re-stenosis of 90% as well as a stent fracture. The pt had a carotid pta and lica stent procedure on a week later. The pt was discharged to home the following day. No add'l info is available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.